Event description:
It was reported to boston scientific corporation that an rx cytology brush wireguided was used in the common bile duct during a cytology procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noted that the wire inside the catheter was broken. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: (B)(6). Block h6: device problem code 1069 captures the reportable event of wire broken. Block h10: investigation results. The complaint device was not returned by the customer. However, a photo of the complainant device was provided, and visually inspected. It was noted that the handle cannula was bent/kinked at proximal end and the pull wire was broken at proximal section (distal end of the handle cannula). The distal section of the pull wire (including brush bristle) was bent/kinked and the working length (including pull wire and extrusion) was bent/kinked at proximal section (close to the heat shrink). Residues were present on the device indicating use and handling. The failures found (handle cannula bent/kinked, pull wire broken, pull wire bent/kinked, working length (including pull wire and extrusion) bent/kinked) are issues that could have been generated by the user during the handling of the product. The device inspected with the photo provided, was found to be damaged and presented several defects that were most likely caused while the surgical intervention was being performed, taking into consideration that the complaint information states that the issue was noted during the procedure and residues were noted in the device indicating use and handling. Based on the information available and the analysis performed, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an rx cytology brush wireguided was used in the common bile duct during a cytology procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noted that the wire inside the catheter was broken. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.